Event description:
It was reported that, during surgery, an intertan 11.5mm x 18cm 125d was implanted in the patient. When they tried to lock down the set screw they realized there was no one present in the nail. The procedure was completed using an s+n back-up device. Surgery was less than or equal to 30mins delayed. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device was found to be opened from its packaging. Therefore, it is not possible to confirm if the mating set screw was missing from the packaging. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. According to the packaging sequence and label specification, the set screw should be preassembled in the nail and should be packaged together. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A potential probable cause could be but is not limited to manufacturing issue or component potentially loss during handling. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).